Event description:
The manufacturer service technician reported the device was received from the customer with a repair tag that stated the device overheated while at user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported the device was received from the customer with a repair tag that stated the device overheated while at user facility. There were no adverse consequences related to this event.